Manufacturer narrative:
The deice was not returned for evaluation. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.

Event description:
It was reported that during insertion of an intraocular lens (iol) into the patient¿s eye, the iol ''shot'' out of injector and ruptured the capsular bag. The iol was removed intraoperatively, a vitrectomy was performed and the patient was left aphakic. The procedure time was extended. A follow-up procedure is planned to implant a different model iol. Additional information was requested but not received.

Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination of the lens found no visible defects. Based on the available information, the root cause of this event could not be determined.

Event description:
Additional information was received indicating a scleral fixated iol was performed and the patient is reportedly very pleased with the outcome.

Manufacturer narrative:
Additional info: a3, b5, g3, g6, h2, h10/11.